Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that the screen was b lank/unresponsive and the controller would not turn on. Pt stated that the charging went well and all of a sudden the controller went completely dead. Patient stated they plugged in the controller to the ac power supply and reset the controller couple of times and that did not resolve. Agent had patient reset the controller with ac power supply. Pt confirmed no visible damage on the controller battery compartment pins and battery pack (bp) pins and controller charging port. Pt blew air into the controller charging port. Pt confirmed controller powered on and green light was flashing. Patient stated getting battery empty [81] screen. Patient confirmed controller battery was green and the implant was in red. Agent had patient attempt to charge their implant and patient saw trying to recharge [50] screen with numbers 0-81-96 during the passive recharge mode (prm) with flashing lights on the controller. Patient stated getting poor recharge quality [76] message and patient repositioned the paddle. Patient stated seeing batteries [49] screen and it went back to poor recharge quality [76] screen. Patient confirmed no visible damage on the recharger but noted that the cord that goes into the paddle was getting hot. A request was sent to repair department to replace the recharger. When asked for the event date, patient stated last couple of few times probably 1st of march.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial#(B)(6) product type recharger . Analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure - no device found message x2. Scrapped due to failing bench test. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.